Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. Further information was received from the field service representative, this error prevented the system from booting to a usable state. There is on report of a patient injury or death associated with this event.